Manufacturer narrative:
Complaint is confirmed with returned product. A batch record review was also conducted and confirmed there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training info will be provided to the end user.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When the pt opened the door fluid came out of the cycler door. Pt states no ill effects or antibiotics taken, effluent remains clear. The sample is available for evaluation.